Event description:
It was reported that a (B)(4) transmission showed alerts for non-sustained oversensing. Intermittent undersensing of premature ventricular contractions was seen patient was asymptomatic. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.